Event description:
The hospital representative reported an infusion pump with a failure code 814:01 on channels a and c. The hospital representative stated that they have no record of any patient incident involving the pump since the baxter service event. Information was requested regarding the date this report occurred, if the reported condition occurred during clinical use or testing, the medication involved, pump programming, tubing product code and lot number in use, medical intervention and patient injury, but no additonal information was available.